Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m9218r. The device was received with the upper jaw damaged at the proximal side and with the top of the I-blade fractured and slightly lifted. Upon visual inspection to the device no anomalies were observed with the electrode and ceramic as reported in the event description. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, an error occurred on the way. When the device was checked outside the patient, it was found that the proximal part of the electrode peeled away. No pieces fell into the patient. The device was used on the uterus. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device cut the thick tissue at the beginning of the operation and the cutting was felt heavy. Also commented that the doctor had grasped the handle forcibly.